Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It's reported that after predilatation of the proximal to mid right coronary artery (rca) lesion with a 2.75 x 15 mm rx voyager, a mild dissection was found. Then, the physician proceeded to implant the 3.0 x 28 mm xience v stent; however, the stent could not be advanced through the lesion after several attempts. Therefore, another 3.0 x 15 mm xience v stent was also tried; however, it also could not be advanced through the lesion after many attempts. The dissection was not treated, as the xience v stents could not get through. Reportedly, the dissection will self-heal. No add'l info is available.

Manufacturer narrative:
Results and conclusion summation - the pt effects of dissection and add'l therapy/non-surgical treatment are noted in the risk assessment as potential post-procedure adverse events associated with coronary angioplasty procedures. Also, dissection is noted in the instructions for use as a known potential pt effect of coronary angioplasty and is not necessarily an indication of a product quality deficiency. It is likely that the add'l therapy/non-surgical treatment was a secondary effect of the dissection. However, a definitive cause for the reported pt effects and the relationship to the product, if any, cannot be determined.